Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "pre-op CT to 2d registration fails" for egps the pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan and patient anatomy. Case investigation revealed that a satisfactory merge could be obtained by assigning different shots and adjusting centroid positions. Suggested troubleshooting measures for the user would be to try different shots and registration types, re-assign centroid positions, take more true ap and lat shots, and adjust brightness/contrast of the fluoroscopic images. The observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
During the merge of our case, the si joint levels would not populate after the merge. Creo screws were planned at 5-1 and adjusted to 4-1 during other attempts. Si-lok was planned bilaterally. All new images were tried first. Then, a new case with new images was tried as well. Software reset, hard shut down, cranial and back were tried as well. This account has been regularly doing si-lok cases with no issues. The merge was successful at l4-s1. Multiple csr's were called along with other members of the team unable to discern the issue. The case was unable to be completed and the operation was done under fluoro.